Manufacturer narrative:
On 06-jan-2021, mentor received additional information about the event. The suspect medical device for this event was manufactured by mcghan, not mentor. No additional reports will be submitted by mentor for this event because the device was not manufactured by the company. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a physical exam and by MRI. As a result, the patient underwent explantation on (B)(6) 2020.